Event description:
It was stated in the report that the arterial blood collection device has no negative pressure, the patient's blood was not automatically drawn. There was patient involvement, however no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. E1 - initial reporter phone: (B)(6). H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.